Manufacturer narrative:
Based on risk management and clinical evaluation this case is considered as closed.

Event description:
(B)(4). From initial user´s narrative: found leak from the hub of the spinal needle while injecting the mix of local anaesthetic and opioids. No injury.